Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure at t9. During the procedure, as the surgeon placed the cu rette down the introducer, the tip of the curette broke. The broken piece was able to be removed and the procedure was able to be completed successfully. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.